Event description:
On 27 may 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user complaint about receiving glucose suspend alerts on 26 may 2025, 4 days after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. A review of the raw sensor data showed depressed signal and reference channels that triggered glucose suspend alerts, which could not be reproduced during the in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. . The user was offered a sensor replacement as a resolution. B4.date of this report 24 august 2025. D4.additional device information updated. G3.date received by the manufacturer? 24 august 2025. H3. Device evaluated by manufacturer?yes . H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.